Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. Other number¿(B)(4) lot number unknown. Date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Concomitant medical products: date of implant is unknown. Devices were explanted on (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to a broken straight wrist plate. On an unknown date, the patient sustained a right distal radius fracture and was implanted with a straight wrist plate and eight unknown 2.4mm locking and cortex screws. Subsequently, the plate broke. The broken plate was discovered by x-ray taken on an unknown date. There was no known infection or pain to the patient. On (B)(6) 2016 all hardware was removed. The broken plate was described as a clean break with no fragments. The plate was removed without any difficulty or surgical delay. All eight screws were removed intact. It was reported that the plate may have broken by the patient putting weight on the wrist. The surgery was completed successfully. This report is 1 of 1 for (B)(4).